Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was attempted to be implanted, however, the p-wave measurements were dissimilar to the measurements of the pacing system analyzer (psa). The leads were connected to another device, which mimicked the psa measurements. The original device was not used for implant and is expected to be returned for analysis. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that this pacemaker was attempted to be implanted, however, the p-wave measurements were dissimilar to the measurements of the pacing system analyzer (psa). The leads were connected to another device, which mimicked the psa measurements. The original device was not used for implant and is expected to be returned for analysis. No adverse patient effects were reported.